Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the color lcd display cable was replaced to remedy the problem. The device was recertified and returned to the customer. The color lcd display cable was returned to zoll medical us; evaluation of the color lcd display cable could not duplicate the reported malfunction and was scrapped. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.